Event description:
Boston scientific received information that during a routine in-clinic follow up, this implantable defibrillation lead exhibited elevated impedance measurements and was observed to have fractured. The specific impedance measurements were unknown. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation and x-ray examination did not reveal any fractured conductors, however, visual observation noted that the insulation was abraded through to the rs+ coil. Analysis concluded that the abrasion was consistent with lead on lead contact. Analysis did not confirm the clinical observation of lead fracture.

Event description:
--